Event description:
Email from customer states "leaking around dial-a-flow regulator." There was no report of pt harm or medical intervention required.

Manufacturer narrative:
(B)(4). The set has been received but the investigation is pending. A f/u report will be submitted once the investigation has been completed.